Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth was performed and failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.